Event description:
It was reported that the patient that the patient underwent an artificial urinary sphincter (aus) replacement surgery. During the procedure, a leak was identified on the balloon. No additional information was reported.